Manufacturer narrative:
Insulin pump passed displacement test and selftest. Hardware low level failures (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 9.1 mmol/l. The customer was assisted with troubleshooting. The customer¿s mother stated that the insulin pump had alarmed several times. The device will be return for analysis.